Event description:
A risk manager reported an issue with a nvi mini stick 6f x 20cm .018 ni/tu 21g chiba echo tip, via user facility medwatch. It was reported that the end user was attempting to push the wire through the access needle, and when doing so, a part of the "cope wire" broke off into two piece's inside of the patient's hepatic vein. It is unknown if the wire had been pulled back against the access needle when attempting to push it through.the two wire fragments were retained inside the patient as the provider was unable to remove them. The procedure was not completed due to this event. It was reported the patient was discharged from the hospital with hospice care, not related to the case.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of part of the core wire broke off into two piece's inside of the patient's hepatic vein was not confirmed. No guidewire sample was returned for evaluation. A definitive root cause for this reported complaint description cannot be determined. The guidewire component is supplied to angiodynamics by the supplier/manufacturer heraeus medical. Scar004565 was sent to heraeus medical for awareness of this event and DHR review of supplier lot {9008425220}. As per scar004565 response, the review of the DHR demonstrated compliance and conformance to applicable procedures and specifications. General training review was performed in the sap system. As a result, it was confirmed that all personnel was properly trained in all manufacturing process steps and quality inspections as well. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: direction for use {dfu} is provided with this mini stick coaxial microintroducer. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with labeling. Adverse events: guidewire shearing, fracture or embolization. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).